Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A manufacturing review is in progress. A followup medwatch report will be prepared and submitted upon receipt of additional information.

Event description:
A peritoneal dialysis patient reported fluid leaking from the disposable cassette upon opening the cassette door of her peritoneal dialysis cycler. The patient's peritoneal dialysis registered nurse reported that the patient experienced no adverse event as a result of the fluid leak. The patient was not administered an antibiotic and was not hospitalized. The patient discarded the disposable tubing set.